Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the part number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that there was a fracture in the shaft of the xience prime stent delivery system, sds. There were no adverse patient effects reported and no report of a clinically significant delay in the procedure. No additional information was provided.